Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 472ml/hr and 15 minutes (118ml) and the pump tested in specification as follows 1st test: 119.2ml or 102% of expected volume; 2nd test: 119.0ml or 101% of expected volume; 3rd test: 119.0ml or 101% of expected volume. Log review shows on (B)(6) 2015 and 11:27am an infusion start of 472ml/hr and 118ml. At 11:42am infusion went into kvo with a volume infused of 118ml. At 11:47am infusion was stopped in kvo with a volume infused to 118.26ml. At 11:47am an infusion start with a new vtbi of 6ml. An immediate upstream occlusion alarm stopped the infusion. At 11:48am an infusion start with a new vtbi of 20ml. At 11:53am infusion was stopped in kvo with a volume infused to 143.33ml. Based upon the results of the investigation, the pump operated as intended and no specific conclusion can be drawn as to the cause ot the reported event. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: reports using study drug bidza which was supposed to be infused in 15 minutes, but it took 21 minutes for the infusion to complete. Reports bag volume 117.8 rate set 472ml/hr. Attempted to download history, but could only get history up through (B)(6), not recent history.

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is ongoing at this time. A follow up report will be provided when the inspection results become available. (B)(4).